Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Event description:
It was reported that at the end of a surgical procedure at the user facility, a bur broke off inside the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that at the end of a surgical procedure at the user facility, a bur broke off inside the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The bur was not returned to the user facility, as it is not a repairable device.

Event description:
It was reported that at the end of a surgical procedure at the user facility, a bur broke off inside the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.